Event description:
The event is reported as: a hem-o-lok clip was used to ligate a blood vessel stuck at the tip of one of the jaws and did not detach easily. Due to this problem, the blood vessel was almost torn. No reported damage to the patient.

Manufacturer narrative:
Product has been received by manufacturer, however the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.